Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that on (B)(6) 2017, the field service engineer performed preventive maintenance on the cobas 6000 c (501) module - c501. After this maintenance, calibration and controls for the ise tests were accepted. Later that same night, a nurse called the laboratory regarding low ise patient values. The analyzer operator realized that the ise water bath was overflowing. The customer provided data for 5 patient samples that had erroneous initial results reported outside of the laboratory for ise indirect na, k for gen.2 (sodium and potassium). Refer to the attachment for all patient data. All samples were initially tested on (B)(6) 2017 and repeated on (B)(6) 2017. No adverse events were alleged. The sodium and potassium electrode lot numbers and expiration dates were requested, but not provided. The field service engineer determined that there was bent tubing in the analyzer. The issue was resolved and the customer's analyzer was working properly after the service actions.